Manufacturer narrative:
The used/damaged arthroscopic energy 90 degree probe was discarded by the user facility and was therefore not returned for an evaluation. A magnified photograph of the damaged probe was provided. Review of the photo by the r&d engineer confirmed the black shrink tubing was damaged. The engineer advised that the damage observed on the exposed probe shaft and the shrink tubing observed in the photograph is related to the probe firing from the return shaft. This occurs when the return electrode (area of the shaft not covered by black shrink tubing) becomes smaller than the area of the active electrode. When the non-insulated portion of probe shaft (return shaft) is buried in tissue while the probe is activated the firing takes place at the return electrode rather than the active electrode. Based on the evidence provided and the photo analysis the damage to this probe was the result of operational context. Of this lot containing (B)(4) units there have been no other similar complaints received. A two-year review of complaint history for this device family shows there have been a total of 23 reports involving 24 units related to this failure mode. There have been 7 adverse event reports for this device family related to this failure mode during the past two years. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. In addition, a review of the complaint history for this device family shows there have been no patient long term adverse effects related to this failure mode or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The customer reported an arthroscopic energy 90 degree probe with suction was used during a hip arthroscopy procedure on (B)(6) 2017. As reported, at the end of the procedure, the scrub nurse noted significant damage to the outer sheath of the probe. There were no performance issues noted during use. The procedure was complete with no injury to the patient. Additional device usage information was received on 31-may-2017, from the sales representative that attended this case. The head of the probe was buried in soft tissue to clear it, prior to an osteochondroplasty of the femoral head. The settings were 3/2 and the probe was activated for about 5 minutes. This report is being filed for a reported product malfunction with potential for patient injury.